Manufacturer narrative:
The device was returned to solventum for analysis. Based on the sample analysis and photo provided, the reported issue is a drip chamber leak. Possible causes include pulling on tubing, excessive twisting of tubing, excessive force on tubing, or insufficient bond of tubing to drip chamber. Tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked during patient use. The issue occurred with four consecutive sets. No injuries or medical interventions were required due to the alleged malfunction.